Event description:
Boston scientific crm received information that the patient with this device was undergoing an endoscopy. The patient was concerned about the battery and was having the device checked weekly. Additionally, this patient experienced two possible syncopal episodes. A boston scientific crm technical services (ts) consultant recommended that the physician check the device and evaluate if there are any concerns. It was later reported that the cause of the syncope was not determined. The physician did not have any allegations against the device. Information was later received that this device was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. This device was explanted and returned. Pending the completion of lab analysis, this report will be updated appropriately.